Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg ipg implanted: (B)(6) 2012; 5076-52 lead implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had early battery depletion. Additionally, the left ventricular (lv) lead had high thresholds. The device was reprogrammed, and it was noted that there will be a device changeout and possible lv lead replacement. No patient complications have been reported as a result of this event.